Event description:
The customer contact reported the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department with an unsigned note that indicated the pump was not working. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the pump displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to the piezo alarm assembly. (B) (4)